Event description:
It was reported that the lesion was located in the severely tortuous and highly calcified distal circumflex (cx) lesion; previous graft to cx was gone. The lesion was predilated with a non-abbott balloon and then stented distally post rotablation, and then proximally. After the proximal stent was deployed, as the stent delivery system (sds) was being brought back into the guide, the balloon of the sds caught on something and tore apart leaving part of the balloon in the artery. It is unknown if the balloon caught on the stent or calcification. The balloon left in the artery was stented over to prevent the material from embolizing. There was no reported patient sequela. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted contrast visible in the inflation lumen, which is consistent with preparation. The balloon was separated at the distal and proximal seals, confirming the reported separation. The fracture faces were jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). Only a 1.3 cm length portion of the balloon was returned. The inner member was smashed 1 mm proximal to the distal balloon marker for a length of 6 mm. There was a kink in the inner member 8 mm proximal to the distal marker. There were multiple bends in the hypotube. The pilot and bmw universal guide wire and non-abbott guiding catheter were returned. There was a bend in the guiding catheter 4 mm proximal to the tip. The tip of the guiding catheter was oval shaped. The pilot guide wire had a bend in the tip. A .081 inch pin gauge was used to measure the inner diameter of the tip and proximal end of the non-abbott guiding catheter. The returned bmw guide wire was back loaded through the returned guiding catheter; and a new sds was advanced through the guiding catheter with no resistance noted. The balloon was inflated and the stent deployed. After negative pressure was applied, the balloon refolded and the sds was removed from the guiding catheter with no resistance noted. Difficulty removing the sds post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. It is likely that the balloon interacted with the deployed stent or highly calcified anatomy, resulting in the balloon becoming entrapped and a portion ultimately separating. Additional treatment was used to deploy a stent over the separated balloon material. Further manipulation of the catheter during the procedure or during packaging, handling and return to abbott vascular for analysis may have contributed to the noted damage to the catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported difficulty removing the sds and shaft separations appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.